Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that when pulling a perforator (ID 261221) from cranium after making burr holes, it disassembled. Total number of burr hole made by the product is unknown and no information on patient and surgical delay was provided. No parts remained in the patient¿s body. According to information provided, it is unknown if the perforator clicked into place in the drill, and if the recommended spring tests were performed between each burr hole. It is also unknown how the procedure was completed. The perforator was used with the drill emax2plus.

Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished lot (7309381), and it is noted that there were none. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld." The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.